Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a distal radius procedure, it was discovered that the attachment device suddenly broke into pieces. It was reported that the detached parts were spread over the operating field. It was further reported that the scrub nurse then collected the loose parts and re-assembled the attachment to make sure that no remaining parts were left on the patient. It was reported that there was a 10 minute delay to the reported procedure. It was not reported whether a spare device was available for use. It was reported that this was not the first time the device was being used. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as oct 25, 1999. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the machine coupling has disengaged from the labelled housing sleeve, the radial shaft seal was black which means the quick coupling was very old (more than 16 years old) and the seals and ball bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.